Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An exterior visual inspection of the returned cycler showed no signs of physical damage. The cycler front panel testing failed. When the cycler was turned on, no display was visible. The led button lit up and cycler alarmed, however the display was completely blank with no back light. An internal inspection revealed that the cause for the blank screen was due to a burnt transformer (t1) on the inverter board. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be a burnt transformer on the inverter board. The cycler was refurbished following the evaluation.

Event description:
It was reported that the screen of a patient¿s liberty select cycler was blank. The patient woek up to find that the screen was blank but the ¿ok¿ and ¿stop¿ keypads were lighting up. The patient reported that the power cord was firmly plugged into the power socket on the back of the machine. They cycler was plugged directly into the electrical outlet by itself. The patient plugged the cycler back in and tried a different outlet, however the screen still appeared blank with the keypads lighting up. The patient reported that they were able to complete treatment on the cycler. At that point in time, the technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. The patient reverted to manual supplies to complete their treatment in the absence of the cycler. Upon follow up, the patient confirmed that treatment was completed. There were no patient adverse effects or medical intervention required as a result of the reported event. The cycler was returned to the manufacturer and a replacement cycler was provided and received. Upon physical evaluation of the cycler by the manufacturer, it was identified that the transformer on the inverter board was burned.